Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately low. The patient obtained a 130 mg/dl on the reported meter, while experiencing no symptoms of low or high blood glucose levels. Less than 10 minutes later another reading 30 points lower was obtained on another meter. There was no intervention that would be expected to change the blood glucose. At some point in time the emergency services was contacted; however, no treatment was reported. The customer service representative confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. However, the test strips were reported as damaged. No further troubleshooting could be performed. Patient's meter, test strips, and control solution were replaced.